Event description:
It was reported that the procedure was performed to treat the moderately calcified lesion in the left iliac artery. The 8.0x100mm absolute pro self-expanding stent system (sess) was prepared per the instructions for use (IFU). The sess was being deployed per the IFU; however, the thumbwheel stopped working and the deployment couldn¿t continue. The handle was broken to fully release and deploy the stent. It looked like the end of the deployed stent was partially fractured; therefore, a non-abbott stent was deployed over it. The procedure was successfully completed. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported difficult or delayed activation and the reported break stent were unable to be confirmed as the stent was not returned. The reported physical resistance / sticking thumbwheel was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no reported damage noted to the device during the inspection prior to use the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified lesion and/or other devices resulted in the noted bunched stent sheath thus preventing the shaft lumens from moving freely and thus resulting in the reported physical resistance / sticking thumbwheel and the reported difficult or delayed activation. Manipulation of the device likely compromised the deployed stent resulting in the reported stent break. There is no indication of a product quality issue with respect to manufacture, design or labeling.